Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that, during the implant of this right atrial (ra) lead, low sensing amplitudes and high pacing thresholds were observed. An attempt was made to reposition the lead, but the helix would no longer extend. This ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.